Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2017. The hcp confirmed that the difficulty removing the catheter from the pump occurred on (B)(6) 2017. The device was replaced due to end of battery life on the pump. It was unknown what the patient weighed at the time of the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other components include: product ID 8596sc serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2917 product type catheter. Evaluation of the implantable catheter serial number (B)(4) revealed markings on the retaining fingers in the cup of the connector, and circular coring in the bottom of the cup of the sc connector. The shape of the coring was consistent with the tip of the connector on the pump. Leaking was observed from the sc conenctor during pressure leak testing in the lab. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and manufacturer representative on (B)(6) 2017 regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for familial spastic paraparesis and intractable spasticity. It was reported the doctor in the or had an extremely hard time getting the pump disconnected from the catheter due to excessive amounts of scar tissue. The doctor was unable to withdraw cerebrospinal fluid from the catheter in the or once they were able to disconnect the pump and catheter. The doctor cut off approximately 16-17 cm of the catheter and attached a new pump segment. The doctor was able to immediately withdraw cerebrospinal fluid once the new pump segment was attached. It was thought the catheter was damaged when the pump segment was pulled from the pump, due to the excessive scar tissue. No symptoms were experienced by the patient in relation to the event. It was indicated by the managing pump facility that there had been no issues/changes with the patient¿s current therapy. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4).